Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, an auto-off alarm occurred. Customer confirmed that alarm was valid as there had been no interaction with the pump for an extended period. Customer addressed high bg by turning on the pump and successfully resuming insulin delivery.

Manufacturer narrative:
Device not returned.